Event description:
It was reported that the device became stuck on the wire. A 2.1mm jetstream xc catheter and thruway guidewire were selected for an atherectomy procedure in the superficial femoral artery. While inside the patient, the physician used the device in blades down position. He did one half in blades down. When the physician next attempted to rex the device backwards, it became caught on the wire. The device could not be pulled back over the wire. The wire and device were removed from the patient together. An angiogram showed that further atherectomy was unnecessary and the physician completed the procedure with a balloon and stent. The patient experienced no complications and is fine.